Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h6. Corrected field: e2/e3 (information was inadvertently missed), g2 (added selection). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Although the e006 error message could not be duplicated during the evaluation it was found in the error log. This error message is intended to warn the user if a flushing fluid with insufficient conductivity is used in saline mode. However, since the conductivity of the entire section can also be changed by other influences, error message e006 is also triggered under certain circumstances. The possible causes include the following: 1. The accumulation of tissue deposits on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. 3. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. 4. The instrument is in a gas bubble during activation. Defective contacts on the feed dog may occur especially if the instruments are not connected correctly and the generator has been activated. A contact damaged in this way does not necessarily have to lead to a failure pattern immediately during the next use. However, it can additionally degrade in the further course, so that the described error message only occurs later. In addition, a possible influence related to the esg-400 measuring method on the conductivity was determined, according to which an excessively high measuring voltage could lead to bubble formation and an associated reduction in the conductivity of the surrounding liquid. Lastly, user error cannot be ruled out for this error pattern. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" is turning on and off by itself and displaying error codes e172, e622 and e066. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed error code e172 due to faulty low voltage power supply cable. Error codes e622, e006 were not confirmed. Furthermore, the following additional issues were identified during inspection: minor scratches and dings on the top cover and front panel, minor scratches, dings, cracks, and chips on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.